Event description:
Customer reported a past low blood glucose event with a lowest level of 51 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low level. Customer was advised to consult with their healthcare provider to discuss factors affecting blood glucose levels, and they acknowledged and understood this recommendation.